Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion is located in the moderately tortuous and severely calcified right coronary artery (rca). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was inserted into the proximal rca to mid rca, the image rotated and a non-uniform rotational distortion (nurd) image occurred. The device could not be inserted and was removed. It was noted that the 0.014 non-bsc wire on which the device was advanced was wrapped around the catheter. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was partially detached and entangled with the guidewire. The tip of the catheter was observed over the floppy section of the guidewire. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open the distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. A picture provided by the site showed the catheter entangled with the wire.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion is located in the moderately tortuous and severely calcified right coronary artery (rca). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was inserted into the proximal rca to mid rca, the image rotated and a non-uniform rotational distortion (nurd) image occurred. The device could not be inserted and was removed. It was noted that the 0.014 non-bsc wire on which the device was advanced was wrapped around the catheter. The procedure was completed with another of the same device. There was no patient injury.